Event description:
Per the info provided to the co by the physician's office, the device was revised due to "distal punctures of corporal body." As reported to the co , the device was left in place, as there were "no functional problems with the device.: it was also noted that the physician/surgeon "removed only some of the rear tip extenders."